Event description:
During a clinic follow-up, the patient experienced dizziness and episodes of myopotential oversensing were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.